Event description:
The cordless driver 3 was sent for eval due to overheating during a procedure. The procedure was completed with readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.